Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display corners were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted. No display anomaly was noted.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that keypad was not responding and numbers began to scroll even after battery change. Customer's blood glucose was 11.0 mmol/l. It was advised that insulin pump will be replaced. No further information provided.